Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic after receiving an alert and experiencing diaphragmatic stimulation, the device was found to be in backup vvi mode. A device download was attempted, but was unsuccessful. The device was explanted and replaced and the diaphragmatic stimulation stopped. The patient was symptom free post-procedure.

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a power on reset. The device was tested on the bench as well as using automated test equipment, and an anomalous hybrid was found to be the cause of the power on reset.